Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off of the instrument and into the patient. The mcs tip cover was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and the mcs tip cover accessory were inspected prior to use and no damage was noted. The mcs tip cover accessory was removed with a laparoscopic grasper. It is unknown what surgical task was being performed at the time of the mcs tip cover accessory falling into the patient. The mcs instrument was in use approximately for 30 minutes when the issue occurred. The surgeon did not notice any issue with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs cheap accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The customer did not use electrolube or other lubricant to install the tip cover accessory. There was no reducer used. No difficulty was noted while removing the instrument and the mcs tip cover accessory. The instrument wrist was straightened upon the removal. No damage was noted on the mcs tip cover accessory, mcs instrument, or the cannula after the event occurred. The procedure was completed robotically. There are no images or video recordings available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory product for failure analysis evaluation. A monopolar curved scissors instrument was returned with no product issue identified. The event investigation is in progress.

Manufacturer narrative:
On 28-apr-2025, the investigation was completed, and no additional findings were noted.

Event description:
Refer to h11 for follow-up information.